Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead condition so a code 1004 had been recorded. Memory also showed that after four shocks had been attempted and resulted in abnormal shock impedance measurements along with long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. This type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pg case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this patient passed away 4 days after implant of this implantable cardioverter defibrillator (ICD). The device was interrogated post-mortem and it was found that there was a code 1004 for a shorted lead condition as well as a code 1007 for charge time limit exceeded. This ICD was explanted post-mortem and product return is expected for additional analysis. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this patient passed away 4 days after implant of this implantable cardioverter defibrillator (ICD). The device was interrogated post-mortem and it was found that there was a code 1004 for a shorted lead condition as well as a code 1007 for charge time limit exceeded. This ICD was explanted post-mortem and product return is expected for additional analysis. No additional adverse patient effects were reported.